Manufacturer narrative:
At the time of the adverse event, the pump was fully filling and ejecting. On (B)(6) 2021, plasma free hemoglobin was reported by the site to be 30 and ldh is 662, and continuing to decrease.

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had developed hemolysis. The pump had complete fill and empty. On (B)(6) 2021 the site reported that the patient's ldh was 839. The ldh value was greater than 2.5 times the upper limit of normal for the site, therefore, it was determined that the patient had developed hemolysis, resulting in a reportable event. The site reported that on (b(6) 2021 the ldh was 767. Of note, the patient's plasma free hemoglobin was 60 on (B)(6) 2021 and 110 on (B)(6) 2021.